Event description:
It was reported that the patient had a wet tap when the physician was attempting to place the lead wire during the trial procedure. The procedure was cancelled, and the physician removed the lead. The patient was doing well. The trial lead was discarded by the facility.